Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: there was evidence of moisture found inside the battery compartment. There was a battery compartment crack at the battery compartment threads traveling down along the bumper toward the case seal. The pump was opened and no further evidence of moisture was found internally. A review of the black box data showed a call service 54 alarm occurred on the date of the complaint, 07/15/2015. The alarm was not duplicated during this investigation.